Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed : complaint unverified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), UDI#: b3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were getting a message on their controller when charging their implanted neurostimulator that said something about the battery. Patient said the message did not stay on very long and had come up 3 different times. Agent reviewed meaning of replace controller batteries message. Patient also mentioned that it seemed like it was taking longer to charge their implant. Patient stated with their last controller it would take hours, and now with this one it was taking longer. Patient confirmed they had not had to reset the controller since the issue started. Patient stated the controller would go all black and unresponsive, but after a few tries of pressing the stimulation on button, the screen would come back on. Patient denied heating of the recharger, but stated the controller and paddle would get just warm. Agent had patient reset controller by removing and reinserting li battery pack. Patient then connected recharger and confirmed charging excellent. Patient stated they sometimes see poor recharge quality or good quality. Patient mentioned the paddle would get a little warm where the battery cover was. Patient denied any damage to the controller or any rattling/shaking sounds coming from the inside of the controller. Patient stated there were a few permanent bends on the recharger cord. The issue was not resolved. A repair request was sent to replace the recharger. Patient stated the issue began two weeks ago.